Manufacturer narrative:
Eval summary: the qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Pseudogout [chondrocalcinosis pyrophosphate], decrease of body temperature [body temperature decreased], knee effusion [joint effusion], pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) male pt, initials (B)(6) with osteoarthritis. The pt's medical history is significant for gonarthritis. On (B)(6) 2011, the pt initiated treatment with synvisc, 2 ml. On (B)(6) 2011, the pt had the second synvisc injection in the morning and significant pain developed in the afternoon. On (B)(6) 2011, the pt visited the clinic where 25 cc of yellow opacity joint fluid was aspired from an unspecified knee. The c-reactive protein (crp) result was 5.07 mg/dl. On (B)(6) 2011, a steroid 8 cc was administered which resulted in decrease of body temperature and an improvement of symptoms. The physician labeled the event as pseudogout. On (B)(6) 2011, synvisc was permanently discontinued. The pt's outcome for the event of pseudogout was recovered without sequelae on (B)(6) 2011. Relevant concomitant medications reported included ketoprofen. The intensity for the event the reporting physician assessed the relationship between synvisc and the event of pseudogout as possibly related.